Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufactured and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure using a brk transseptal needle, a pericardial effusion occurred. During ablation around the pulmonary veins, the patent became hypotensive and tachycardic. An echocardiogram revealed a small pericardial effusion. This was well tolerated by the patient and blood pressure was returning to normal so the physician completed the procedure with no further intervention required. The patient was kept for observation to confirm reabsorption of the effusion. There were no performances issues with any sjm device.